Manufacturer narrative:
Additional information was received that there is no further course of action will be taken at this time.

Event description:
A report was received that while the patient was charging the implant, it shorted out and the patient was burned and had a blister at the site. The blister had healed. The patient will undergo an explant procedure.

Event description:
A report was received that while the patient was charging the implant, it shorted out and the patient was burned and had a blister at the site. The blister had healed. The patient will undergo an explant procedure.

Event description:
A report was received that while the patient was charging the implant, it shorted out and the patient was burned and had a blister at the site. The blister had healed. The patient will undergo an explant procedure.

Event description:
A report was received that while the patient was charging the implant, it shorted out and the patient was burned and had a blister at the site. The blister had healed. The patient will undergo an explant procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed all tests performed. The complaint in regard to overheating during charging cycle was not verified. The patient's data showed that the maximum temperature was registered as 41.16 °c. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that while the patient was charging the implant, it shorted out and the patient was burned and had a blister at the site. The blister had healed. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was believed that the device burned the patient and it was the reason for explant. It was also reported that device malfunction was confirmed.

Event description:
A report was received that while the patient was charging the implant, it shorted out and the patient was burned and had a blister at the site. The blister had healed. The patient will undergo an explant procedure.

Manufacturer narrative:
Event date: 2008. Additional suspect medical device component involved in the event: model#: sc- 5312, serial #: (B)(4), description: scs charger 2.0.